Event description:
Tech alleged that the left front side rail is not latching correctly. No impact to anyone.

Manufacturer narrative:
Tech found the latch mechanism sticking due to fluid in the side rail center arm. The tech cleaned the latch mechanism and the side rail is latching correctly now.